Event description:
It was reported by the patient mother that the patient was having increased seizures after the last adjustment. No additional relevant information has been received to date.

Event description:
Per the physician, the increased seizures is not related to vns stimulation and is due to external factors not related to vns. The increase in seizures was reported to be below pre-vns baseline. No additional relevant information has been received to date.